Event description:
"During a lap surgical procedure, a jaw broke off the distal end of the grasper and dropped into the surgical site. The procedure was changed to an open procedure so they could find and retrieve the broken piece."